Event description:
It was reported that a spectrum pump experienced system error 322. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom which was not reproduced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. System error 322 was confirmed through the event history log. Eval was unable to determine the cause. The device was tested for (B)(4) hours and no malfunction should be identified. The upper and lower auxiliary are known contributors to this symptom. The upper and lower auxiliary assemblies were replaced.